Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was buzzing and after replaced the battery still the pump screen was blank. The customer¿s blood glucose level was 183 mg/dl at the time of the incident. Customer stated the contacts on the battery cap were not missing or damaged. Customer states the display was not blank less than 30 seconds or did not return. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.